Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the pendant on the imaging acquisition system (ias) was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Batteries were working at this time and do not need to be replaced.

Manufacturer narrative:
Additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: ; product ID: bi71000529, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000529, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not turn on. The logs indicated multiple motion control errors. The yellow button was used to open the system. No patient was present at the time of the event. Troubleshooting that the system had recurring issues with not opening; however, no error messages were observed. The system had to be re-homed multiple times.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed pendant into test system. System and pendant boot as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate was starting to lifting/ bubble up from around the keys. Worn pendant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.